Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device had an alert for high out-of-range (oor) shock lead impedance. No additional information was provided. This device remains in service and no adverse patient effects were reported.